Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported incomplete coaptation could not be determined. The reported mitral valve insufficiency/mitral regurgitation (mr) (recurrent mr) was a result of the reported slda as the mr returned after the slda occurred. The reported patient effect of mitral valve insufficiency/ regurgitation/recurrent mr (which is persistent mitral regurgitation) as listed in the mitraclip instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case specific circumstances as the patient was hospitalized and additional clips were implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. At a later date it was noted one of the clips had detached from the anterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. A second procedure was performed on (B)(6) 2021. Three additional clips were implanted to stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.